Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The physician moved the pocket to the front of the pt's body and added two extensions. The pt is reportedly doing well following the revision.